Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that after approx 42 days of support, the pt had a lactate dehydrogenase (ldh) level of 900 and was started on integrilin for suspected thrombus. The pt subsequently received a pump exchange.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.